Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported that she was in the hospital with e.coli and high blood sugar. A follow up call was made to the patient's peritoneal dialysis nurse. Per the nurse the patient had been hospitalized during the month of (B)(6) 2015. She stated the patient was found to have e.coil of unknown origin in her blood. She could not confirm hyperglycemia but states the high blood sugar was aggravated by the e. Coli infection.

Manufacturer narrative:
The device was noted to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during manufacturing process. The device history records (DHR) was reviewed on 01/12/2016. According to the last DHR entry dated 11/06/2015, there were no noted device issues.